Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 2 photos showing 2 unused tubes. Visual examination of the 200 retained samples did not identify any instances of damaged tubes. 4 retained tubes were tested. None of the 4 tubes broke, and examination post centrifugation, revealed no signs of cracking. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the evaluation of the retained samples, also review of the DHR showed no indication of the alleged defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was glass breakage during use. This event occurred twice. The following information was provided by the initial reporter: translated to english. The customer stated: "tube broken while centrifuging."